Event description:
It was reported that a device displayed a "system error 322" message. Any pt involvement, injury, or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation, and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.